Event description:
(B)(4) received notification of an incident involving a rollator that drive imports and distributes. The enduser came into contact with the brake housing of the rollator which allegedly caused her to suffer a gash to her ankle. The enduser went to the ER to dress the wound and it allegedly became infected in a week. She is now in physical therapy.